Manufacturer narrative:
This complaint is from a literature source. The following literature cite has been reviewed:gautam s, schaller rd, shinn a, cooper jm, winterfield j, payne j, john l, aksu t, vazquez-diaz o, omarov m, futyma p. Occurrence, management, and outcomes of iatrogenic arterial dissection as a complication of catheter ablation. Jacc clin electrophysiol. 2022 sep;8(9):1185-1189. Doi: 10.1016/j.jacep.2022.05.012. Epub 2022 jul 27. Pmid: (B)(4) `. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Biosense webster manufacturer's reference number (B)(4) has three reports: (1) MFR # 2029046-2023-00380 for product code unk (thermocool® smart touch® sf bi-directional navigation catheter). (2) MFR # 2029046-2023-00382 for product code unk (thermocool® smart touch® sf bi-directional navigation catheter). (3) MFR # this report number for product code unk (thermocool® smart touch® sf bi-directional navigation catheter).

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: gautam s, schaller rd, shinn a, cooper jm, winterfield j, payne j, john l, aksu t, vazquez-diaz o, omarov m, futyma p. Occurrence, management, and outcomes of iatrogenic arterial dissection as a complication of catheter ablation. Jacc clin electrophysiol. 2022 sep;8(9):1185-1189. Doi: (B)(4). Epub 2022 jul 27. (B)(4): 36137728. Objective/methods/study data: the study describes 8 cases of iatrogenic arterial/aortic dissection with retrograde arterial access over 4 years from 10 centers (0.4%-1% incidence varying by site), which is probably underestimated in the absence of routine angiograms. Lot, model and catalog number are not available, but the suspected biosense device possibly associated with reported adverse events:thermocool smarttouch sf for ablation catheter. Other biosense webster devices that were also used in this study: non-biosense webster devices that were also used in this study: n/a. Adverse event(s) and provided interventions: case 3 (figure 7)- 67-year-old female with obesity (bmi 41.3), htn, cad, nicm, and cardiomypathy. A biosense webster pentaray multipolar mapping catheter was advanced via the right femoral artery and was exchanged for a thermocool smarttouch sf irrigated ablation catheter. Patient developed acute aortic dissection extending from the aortic root to the aortic arch which was diagnosed with intraprocedural angiography via new contralateral femoral arterial access and confirmed by computed tomography angiogram. During the procedure, the sentinel finding was inability to recross the aortic valve after catheter exchange. Initial intracardiac echocardiogram did not visualize the dissection. Patient acutely decompensated (hypotension) and was nonresponsive to inotropes and vasopressor agents. Despite initiation of extracorporeal membrane oxygenation, the patient died within 24 hours, because she was deemed a poor surgical candidate for operative repair because of prolonged cerebral ischemic time. Case 4 (figure 2)- 71-year-old female with nicm and severe ischemic cardiomyopathy and bmi of 20.7. With a thermocool smarttouch sf (biosense webster) irrigated ablation catheter advanced via the right femoral artery. Later in the hospitalization, a type b dissection was incidentally noted on a computed tomography of the chest that was ordered to rule out pulmonary embolism for shortness of breath. Patient remained hemodynamically stable-no symptoms noted. The area of dissection was consistent with the approximate location where the ablation catheter d-curve was flexed multiple times to adopt a prolapsed configuration for retrograde left ventricular approach. After consulting vascular surgery, it was decided to proceed with percutaneous intervention. Repeat computed tomography imaging demonstrated successful intervention with no leak. Stable at 53 months via cta. Case 6 - 59-year-old male with cad. Bmi of 38. Patient sustained a dissection to the abdominal aorta to right common femoral artery (thermocool). Repaired through percutaneous endovascular repair. Patient was stable in 2 weeks. Case 7 (figure 3) - 60-year-old male with htn and ischemic cardiomyopathy. Underwent an elective ablation for vt. A thermocool smarttouch irrigated ablation catheter was introduced via right femoral artery access. The catheter encountered resistance at the level of descending abdominal aorta concurrent with patient complain of pain in the right groin/lower abdomen with any minor catheter manipulation. Intraprocedural angiogram revealed aortic dissection extending from the abdominal aorta to the right iliac artery. Patient remained hemodynamically stable -no symptoms noted. Aortic dissection was confirmed by computed tomography angiogram. Patient responded well to conservative management following vascular consultation and remained stable at 2-month follow-up.